Event description:
A follow up was performed and all measurements remained normal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a rise in pace impedance measurements and pacing thresholds were noted when it comes to this device and right ventricular (rv) lead. A revision took place and when disconnecting and reconnecting the lead the values came back to normal range, in addition normal values were seen with the pacing system analyzer (psa). The lead was tested with the device and similar normal measurements were noted. No lead fracture or a connection issue was seen during a lead exam. A tug test was performed at revision which demonstrated a secure connection of lead. The lead remains implanted. No additional adverse patient effects were reported. A request for additional information from boston scientific technical services (ts) was needed. Upon review by boston scientific technical services (ts) it was noted the values reduced to normal values for both the pace impedance and shock impedance measurements after the revision took place as noted ((B)(6) 2017), but initially the pace impedances were out of range while the shock values were within normal range. There was also a reduction in the pacing thresholds which could potentially suggest a connection or a micro dislodgment issue. Possible reprogramming was discussed as well as scheduling a follow up with the patient.